Event description:
A physical therapy tech working in a dr's office reported that a pt received a burn while being treated for shoulder pain using a powered muscle stimulator and shortwave diathermy. It also was reported that a heat pack was being used, but accounts conflict as to whether or not a heat pack actually was used. A rep of the MFR visited the dr's office. During the visit, the pt tech said that the pt received a 4-inch burn close to the shoulder in the back and a smaller burn on the front of the shoulder. It also was discovered that the electrode pads in use were not the pads that are supplied with the powered muscle stimulator, and the pads were not of the type that is recommended for use with the unit. The pads in use were 2" by 2" conductive rubber and carbon. Metal pins at the ends of the lead wires were fit into the center of the rubber pads. The pt tech had only started work about a week before the event. The powered muscle stimulator was not working. It was returned to the contract MFR for evaluation. The contract MFR found that a fuse was blown, that a resistor was burned and one end had become unsoldered, and that there were damaged transistors and a short in a circuit board.